Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 44.2 cm. External abrasion was found breaching the outer insulation and exposing the outer coil at 5.6 ¿ 5.8 and 6.2 ¿ 6.3 cm from the distal tip consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.